Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that she was having problems in the operating room with the hp handheld computer because it is "very slow to navigate through the different screens." Reporter indicated that she was able to interrogate, but that it took too long between screens. Product has not been returned for analysis.